Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer's blood glucose level was 46 mg/dl, 554 mg/dl and up to 600 mg/dl. The customer was treated with syringe. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer did not allege insulin pump was under delivering. The customer reported that the drive support cap was normal. Customer reports insulin exited at the quick release. The customer reported other event such as abdominal pain and thirst. The customer reported that the insulin pump was not working and not giving insulin. The device will be returned for analysis.